Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). The error was not reproduced during functional testing. The pump could not be run. The reported error in the ehl was attributed to normal wear. The returned pump was over fifteen years old. Beyond the normal wear, no other functional fault was found with the pump. The motor was replaced to address the reported motor rate error. Other worn components on the pump were also replaced.

Event description:
It was reported that the medfusion pump exhibited a motor rate error message. No patient injury or complications were reported in relation to this event.